Event description:
A stent was placed to improve limb flow. High jacket retraction was also encountered and the dr was unable to retract it. Second device was used. Case completed successfully with the second device.